Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after almost a year it was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. A supplemental was submitted to capture additional information. Additional information indicated that there were no issues on the device. Amending decision to no evidence of malfunction.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after almost a year it was implanted. No additional adverse patient effects were reported. Additional information indicated that device was upgraded with no device issues. No adverse patient effects were reported.